Event description:
It was reported by the physician that the right ventricular (rv) lead model is associated with small r-waves. It was further reported the implant location is frequently on the septal wall. The physician reported that at times, the leads will be reprogrammed tip to coil configuration the day after implant to increase the size of the r waves. The leads remain in use. No patient complications have been reported as a result of this event.